Manufacturer narrative:
(B)(4). The exact date of birth was not reported; however it was reported that the patient was born in 1941. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): on an unreported date, an unspecified treatment was given to the patient for the event of peritonitis. The patient did not respond well to the treatment and hence the catheter was removed and the patient was switched to hemodialysis. On an unreported date, the patient was discharged from the hospital. The patient was not recovered from this peritonitis event.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day as the onset. The treatment was not reported. The cause of the peritonitis was not reported. The patient was still hospitalized at the time of the report but was reported to be recovering from peritonitis. Pd therapy was ongoing. No additional information is available.